Manufacturer narrative:
(B)(4). The nature of this complaint could not be established and f/u was not possible. The valve was patent, passed siphon testing and met all established specifications for pressure-flow and preimplantation testing. The device did not meet the requirements for leak testing due to a small tear in the top of the delta chamber. This precluded reflux testing. It is unk how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to pt reported. All our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was returned in order to be evaluated.